Manufacturer narrative:
It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID 2134265-2016-06496. It was reported that the patient experienced pericardial effusion with cardiac tamponade. A left atrial appendage (laa) closure procedure was performed. A non-bsc needle was used for the transseptal puncture which was noted to be very difficult and lengthy. A small patent foramen ovale (pfo) was identified on the echocardiogram and a final attempt was made using a soft, straight non-bsc wire which was successful. The wire was introduced into the left upper pulmonary vein and the transition to the watchman access system occurred without issue. A pigtail catheter was used for placement in the laa which was noted to have multiple lobes and a relatively small ostium and beyond that was much wider with a shallow depth. A 24mm watchman laa closure device & delivery system was advanced through the was and deployed in the laa. The watchman laa closure device showed a strong distal compression that loosened after three tug tests. Position was then optimal and the watchman laa closure device was released. Transesophageal echocardiogram (tee) was used to monitor for pericardial effusion (pe) during compression measurements with no evidence of one at this time. The was withdrawn and the procedure was completed. Another view of the tee now clearly revealed a pe. The pe grew visibly and the patient experienced hypotension, bradycardia and ultimately cardiac tamponade. Pericardiocentesis was performed and 1000ml of blood was drained and re-infused to the patient. The patient was given oxygen and catecholamines and after an hour and a half the patient was stabilized. At that time, there was no evidence of the pe on the transthoracic echocardiogram. The patient was given 3 units of blood as a precautionary measure. There were no further patient complications reported and the patient was stable.